Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with a rod in a fixed l3/4 removal for adjacent intervertebral disorder. It was reported that rod breakage was intraoperatively identified at the time of fixed l3/4 removal on one side. The causal relationship to the rod breakage is unknown, but the l4 screw is loose, and bone fusion is delicate to determine. The loose l4 screw was found during op and was not the cause for the op. The patient had bone fusion failure. The rod was explanted. No further complications were reported/ anticipated.

Manufacturer narrative:
G4: this part is not approved for use in the united states; however a like device catalog # 75446545, 510k # k042025 was cleared in the united states. H3: product analysis: part# g75446545 lot# h5206535 after visual and optical examination and functional testing, it does not appear to be any functional issues with the screw. There are some witness marks in the hex area. There is some smearing/damaged to the nodes and the screw saddles from what appears to be the rods moving between the saddles and set screw. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.